Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted the following month, due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.